Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The catheter became stuck in the deflected position. One of the curves on the smarttouch sf catheter became stuck in the deflected position. The bwi company representative could not recall which curve. The physician pulled the smarttouch sf catheter back down to the sheath and was able to maneuver the smarttouch sf catheter curve enough to where it straightened out. The smarttouch sf catheter was then safely removed from the body. The smarttouch sf catheter was replaced, and the issue resolved. The procedure continued. No patient consequences were reported. Stuck deflection is MDR-reportable.

Manufacturer narrative:
On 19-aug-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30793832l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).